Event description:
The technician alleged that the foot brake casters would swivel while in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the foot brake casters and installed a brake steer upgrade kit to resolve the issue.